Event description:
Procedure: whipple. According to the reporter: the seal tore when introducing a large re-usable clip applier. Used another device and same thing happened. Used a 3rd one without further consequence. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity.

Manufacturer narrative:
(B)(4).